Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the irritation or abrasion. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. (B)(6). Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the customer experienced a skin irritation with drainage. Her health care provider stated the skin appeared to look like an ¿excoriated burn¿ and prescribed cavilon and an unknown topical steroid for the site irritation.